Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, after disconnecting from quick release for a shower she could not reconnect and believed something might have broken. Her second set was caught in the applicator and sometimes the adhesive was caught on inside and she faced this issue only once. The infusion set insertion site was at the side of abdomen and the pump was worn on the alternate side of the site. The infusion set was being used for the first day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.